Event description:
Hosp staff were treating a pt and attempted pacing therapy. The device was connected to the pt and an unspecified heartrate was selected and current was increased to an unk level. The reporter stated that the device was not delivering pacing therapy to the pt. The statement was based on the lack of skeletal muscular response from the pt. A backup device was used to continue treatment. The pt was paced for 4 to 5 hours and then treatment was discontinued. The pt subsequently expired. The reporter declined to comment on whether the device caused or contributed to the pt's outcome.